Event description:
It was reported that sometimes post a port placement, the device allegedly could not be withdrawn. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not performed as this is the only complaint reported for this lot number. Investigation summary: one powerport slim implantable port attached to a catheter, one flushing connector and few other components were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. No anomalies were noted to the attached catheter. The port was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Therefore, the investigation is inconclusive for the reported infusion and suction issues as the sample evaluation results indicating no issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: b5, h6 (device, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the device was allegedly difficult to flush. Reportedly, there was an issue with aspiration. The procedure was completed using another device. There was no reported patient injury.